Manufacturer narrative:
The insulin pump was received with missing retainer and reservoir tube lip o-ring. Unable to perform displacement test due to physical damage. The pump was received with dog chew marks at the reservoir tube lip, case and keypad overlay. The pump was received with minor scratched display window and case.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that their dog chewed on the pump. The customer reported damage to the end of the reservoir compartment where the reservoir screws in. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.